Event description:
The customer reported that the pump unexpectedly displayed a reset screen. There was no adverse impact on the customer's blood glucose level. Technical support informed the customer that the pump reset one of its microprocessors as a safety feature and reassured them that the device was functioning correctly. The customer was educated on necessary actions following a reset, such as restarting dexcom cgm sessions and reloading cartridges. The customer understood this information and successfully resumed insulin use.